Manufacturer narrative:
Date sent to FDA: 5/19/2020. Additional information: d4, h4: a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-14052020-0000733465 submitted for adverse event which occurred on (B)(6) 2013. Mwr-14052020-0000733468 submitted for adverse event which occurred on (B)(6) 2014. Mwr-14052020-0000733469 submitted for adverse event which occurred on (B)(6) 2104. Mwr-14052020-0000733473 submitted for adverse event which occurred on (B)(6) 2104.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent revision of mesh on (B)(6) 2013. It was reported that the patient experienced abdominal wall abscess. It was reported that patient underwent revision of mesh on (B)(6) 2014 due to mesh infection and recurrent hernia. It was reported that the patient underwent revision of mesh on (B)(6) 2104 due to abdominal wall abscess. It was reported that the patient underwent removal of mesh on (B)(6) 2014 due to the patient experienced severe pain, discomfort, infection, vomiting, nausea, cellulitis, scar tissue, recurrent hernia. No additional information was provided.